Event description:
It was reported that 1 bd pen ndl 32g 4mm pro 14 was unable to prime. The following information was provided by the initial reporter : the patient reported not able to do priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary nine open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on three samples, a bent non patient end of cannula was observed on three samples. No issues were observed with the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro 14 was unable to prime. The following information was provided by the initial reporter: the patient reported not able to do priming.